Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report 7 of 9 for the same event, see also 0001032347-2016-00014 through 0001032347-2016-00017 and 0001032347-2016-00019 through 0001032347-2016-00023.

Event description:
The patient reported an infection at the time of implantation back in (B)(6) 2013 and was treated with antibiotics during the extended stay of five days due to the infection. During a follow-up conversation with the patient, she stated the right side condyle was removed in 2015. She was unable to provide the date of explantation. In addition, she reported she was recently fitted for a custom condyle implant and the implants on the left side will be explanted when the right joint is implanted. She also stated due to an allergic reaction she is unable to take antibiotics, she is currently receiving botox and vitamin b shots to combat the infection. The above allegations have not been confirmed with the patient's physician.